Manufacturer narrative:
The returned sensor was evaluated. Visual inspection showed no external physical damage. The sensor failed continuity testing due to a broken green conductor at the detector solder joint assembly. When the sensor was connected to a monitor a "probe is off the patient" error message displayed and the monitor alarmed audibly and visually.

Event description:
The customer reported the probe stopped working int the middle of an or case. No patient impact or consequences reported.